Manufacturer narrative:
This lead was capped and surgically abandoned. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low pace impedance measurements. During a normal device change out procedure this lead was connected to a new device and defibrillation threshold (dft) testing was performed. A 14 joule shock was delivered and a shorted lead condition message was observed. The patient was externally rescued. A new lead was implanted and dft testing was again performed. The device exhibited a charge time out and declared end of life. A new device was implanted with the new lead and the implant procedure was successfully completed. No adverse patient effects were reported.